Event description:
During a call to baxter's technical service center a caregiver reported that the home patient had become disconnected an upon obtaining additional information it was discovered the patient line had become disconnected from the transfer set during therapy on the home choice device. The caregiver contacted the technical service center to report receiving a low drain volume alarm during drain 3 of 4. During troubleshooting for the alarm, the caregiver stated that the home patient had become disconnected and drained onto the bed and floor. The technical service representative (tsr) explained that this was the cause of the alarm. The tsr assisted with ending therapy and disconnecting and advised the caregiver to contact the peritoneal dialysis (pd) nurse. Baxter contacted the home patient's pd clinic for follow up information regarding this event. The patient's transfer set had been changed and the patient had not experienced any complications as a result of the event. However, the patient had been given prophylactic antibiotics. The patient had used this transfer set for six months and had been on dialysis for one year. The catheter adaptor was locking titanium and no disconnection difficulties were noticed. The nurse was unaware of anything that may have caused the separation and the sample was discarded. Follow up information was also obtained from the caregiver. The caregiver stated that sometimes the patient rolls over at night and this may have caused the separation. The caregiver reported that the patient had since continued therapy and was doing fine.

Manufacturer narrative:
.